Manufacturer narrative:
Product analysis summary: the device was returned with the balloon folds expanded. Crystalized contrast was evident in the balloon. Deformation was evident to the proximal balloon bond. The balloon was inflated to nominal pressure of 8 atm and maintained pressure. The proximal balloon bond inflated as a resulted of deformation. The balloon deflated with no issues noted. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no difficulties experienced when removing the protective sheath. It was reported that no difficulties were noted when inflating the device. The device was not moved or repositioned prior to the deflation difficulties. Deflation difficulties occurred after the first inflation. 50/50 contrast/ saline was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora rx ptca balloon catheter was attempted to be used to treat a mildly tortuous, moderately calcified lesion with 95% stenosis in the om artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the balloon would not deflate at the lesion site. It was stated that attempts were made using several indeflators but to no avail. Saline was then injected in the balloon and inflated. The device then deflated after 10 more minutes. The patient was reported to be alive with no injury.